Event description:
It was reported that post-paced t-wave oversensing on a stored episode was observed. Reprogramming the device was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.